Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02341. It was reported that approx 16 months after a coronary artery drug eluting stenting treatment procedure st segment elevations and inferior myocardial infarction (mi) occurred. Initially, the pt had 2 taxus express2 3.50x20mm drug eluting stents (des) placed in the right coronary artery (rca). Fifteen months later the pt discontinued plavix therapy (the reason was not reported). One month later the pt presented at the ER with st segment elevations and inferior mi. The pt was treated with external defibrillation for ventricular fibrillation (vf). Next, 3 non-bsc 3.50mm bare metal stents were placed within the previously placed taxus express2 des in the rca. No further complications were reported. Further info has been requested but none has been rec'd as of the date of this report.